Event description:
A hospital reported to our distributor that the humidification chamber cap and filter of the spike. Which is inserted into the water bag, were missing. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is also sold in the USA. The complaint device was visually examined. Results: the cap and filter of the spike were missing. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the missing components were due to mfg error. We have received other complaints of missing components with an occurrence rate of approx. 0.0029% worldwide for the last year. We have an open CAPA to address this issue and put measures in place to reduce and/or prevent recurrence in the future.